Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor, and it was noted the serial/lot number of the 8781 was unknown (there is a possibility of hg2pjywh06). Regarding the reason for the planned pump replacement it was reported it was regular replacement over the life of the pump. The cause of the fever was unknown. The status of the device(s) was no return, still in use.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump for hypoxic encephalopathy. It was reported that the patient was hospitalized for pump replacement tomorrow, but due to the fever the surgery was postponed. A replacement operation will be scheduled again at a later date. Regarding fever, the causal relationship to drug, pump, catheter, programming, and procedure was indicated as unrelated. The outcome of the adverse event was not recovered.